Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that apparent noise and impedance flucuations on the right ventricular lead were noted on electrogram during a clinic follow up. The left ventricular lead threshold was also noted to be possibly high on one day. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular lead had high thresholds and a possible fracture. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor was fractured. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted the proximal conductor was worn through and fractured where the insulation breach depression occurred. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.